Event description:
Right total hip pain, post revision surgery, patient has multiple surgeries after her revision (B)(6) 2013 for incision and drainage, patient had become grossly infected, doctor removed all components, doctor placed a biomet spacer to quell the infection.

Manufacturer narrative:
The following other hip devices were also listed in this report: tritanium revision acetabular; cat# 509-02-58f; lot# mlr16r; gap plate screws; cat# 2080-0040; lot# mjt577; gap plate screws; cat# 2080-0050; lot# mhne00; 25mm mod rev hip bdy/blt +20mmcomponent level 9006-1-225; cat# 6276-1-225; lot# 40016901; mod con dist stem 18 x 155 mm; cat# 6276-7-018; lot# caxna12a; gap plate screws; cat# 2080-0030; lot# mma407; delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 44343603. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the surgeon and not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates all devices accepted into final stock met specifications. The complaint databases show there have been no other events for the reported lot ID or sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Right total hip pain, post revision surgery, patient has multiple surgeries after her revision (B)(6) 2013 for incision and drainage, patient had become grossly infected, doctor removed all components, doctor placed a biomet spacer to quell the infection.